Event description:
It was reported to philips that there was a geometry segment controller (gscrt 000) remote alert, which could impact geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed as planned. It was reported to philips that the system displayed a proactive remote alert: gscrt 000. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that this is a pro-active remote alert for the firewall and not considered a malfunction. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully complete it as planned. The procedure was finalized without any delays on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.